Manufacturer narrative:
No information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the reason for return was due to corrupted software. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 02-aug-2022 via email attached in complaint object: all issues with these devices were found during testing and repair at our facility. No patient involvement was indicated at the time the pump was received for repair and recertification at our facility. H6: event problem and evaluation codes: updates not required.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with the tamper seal and battery door missing. No error was found in the device ehl (event history log). The customer stated problem corrupted software was duplicated. The investigation found that the keypad was inoperable during functional testing. However, the root cause of the problem is unknown. For corrective action, it was recommended for the keypad to be replaced. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customers reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.